Event description:
This rv lead was noted on (B)(6)2013 due to high shock lead impedance. During a box change, the physician decided to do a full check, all measurements were within normal limits except for the shock impedance which was >200 ohms in triad configuration. Shock impedance at box change and just before the patient left the theater was 46 ohms. After the box was reprogrammed, the shock impedance changed to 71 ohms and stayed stable in continuous measurements. Box was then changed to rv coil to ra coil configuration which gave a shock impedance of >200 ohms. The physician was dr. (B)(6) in ireland. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).